Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced unspecified symptoms of hypoglycemia while the cgm reading was 262 mg/dl. There was no documentation of bg taken by the patient. The patient called 911 and emergency medical service arrived at 1930 and the bg was 26 mg/dl. There was no mention of cgm reading at that time. The patient was treated with 2 unspecified sachets of glucose gel and an unspecified sugar infusion. After the event, the bg was 149 mg/dl while the cgm was 64mg/dl. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid for bg meter reading 149 mgdl and cgm reading of 64 mgdl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.